Manufacturer narrative:
Gtin# (B)(4). The initial 3500a medwatch report was submitted in a previous system under report # 3008443827- 2016-00024 for this complaint. Due to additional information received while in a new system, a new manufacturing number has been provided. All further reports for this complaint will be submitted under this current report number.         The product for this complaint was received, and was updated accordingly. The complete engineering report is not yet available, but it will be submitted within 30 days upon receipt. A preliminary analysis on the product was provided: one non-sterile smart flex 5x200 vas 80cm was received coiled inside a plastic bag. The hemostasis valve was received closed. The outer sheath was found separated from the outer sheath connector and bubbles were noted at the outer sheath connector at the glued area. The outer sheath was found kinked and separated at 83.7cm from outer member distal end and the stent was found partially deployed 1.7cm. No other issues were found.       Additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, once at the lesion, a 5x200mm smartflex stent was deployed to be released. After about 1 cm, the covering sheath disconnected from the stent delivery system. No patient adverse events have been reported. There was no deployment of the stent at the lesion, and there were no additional interventions. It was also reported that another stent was not implanted. The intended procedure was recanalization of the left superficial femoral artery. The lesion was moderately calcified and was not tortuous. After balloon pre-dilation, there was no stenosis rate. The lesion was also not angulated or located along a bifurcation. There were no damages or anomalies noted to the device prior to removal from the packaging, and there was no damages or anomalies noted to the packaging prior to opening. The product was stored, inspected, handled, and prepped according to the instructions for use. There was no difficulty experienced as the device was removed from the packaging, and the stent remained constrained within the outer sheath after removal. The access site was located in the femoral artery with a contralateral access. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) to and across the lesion. The sds did not pass through any acute bends or have to pass through a previously placed stent. There was no thrombus present proximal to, at, or distal to the lesion. The user maintained a fixed inner shaft position during deployment attempt and the hemostasis valve was opened prior to deployment. There was no unusual force used at any time during the procedure, and there was no excessive torquing required during advancement. However, there was difficulty removing the device from the patient. It was removed from the patient with friction against the artery wall.

Manufacturer narrative:
Complaint conclusion: once at the lesion, a 5x200mm smart flex stent was deployed to be released. After about 1 cm, the covering sheath disconnected from the stent delivery system. No patient adverse events have been reported. There was no deployment of the stent at the lesion, and there were no additional interventions. It was also reported that another stent was not implanted. The intended procedure was recanalization of the left superficial femoral artery. The lesion was moderately calcified and was not tortuous. After balloon pre-dilation, there was no stenosis rate. The lesion was also not angulated or located along a bifurcation. There were no damages or anomalies noted to the device prior to removal from the packaging, and there was no damages or anomalies noted to the packaging prior to opening. The product was stored, inspected, handled, and prepped according to the instructions for use. There was no difficulty experienced as the device was removed from the packaging, and the stent remained constrained within the outer sheath after removal. The access site was located in the femoral artery with a contralateral access. There was no difficulty encountered while advancing/tracking the stent delivery system (sds) to and across the lesion. The sds did not pass through any acute bends or have to pass through a previously placed stent. There was no thrombus present proximal to, at, or distal to the lesion. The user maintained a fixed inner shaft position during deployment attempt and the hemostasis valve was opened prior to deployment. There was no unusual force used at any time during the procedure, and there was no excessive torqueing required during advancement. However, there was difficulty removing the device from the patient. It was removed from the patient with friction against the artery wall.   The product was returned for analysis. One non-sterile smart flex 5 x 200mm vas 80cm stent delivery system was returned. Per visual analysis the system was returned in one piece, with the pusher shaft still inside the outer sheath and stent partially deployed, about 15 mm. The system was kinked at approximately 49 mm from the proximal end of the outer sheath tubing. Per microscopic analysis the portion of the stent that was already deployed showed there were no kinks, bends, overlap of struts, or any other damage visible. Per functional analysis the stent was deployed without difficulty. No damage was found on the stent in its fully deployed form. A device history record (DHR) review of lot 35965 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses - deployment difficulty - partial deployment¿ and ¿outer sheath - separated - in patient¿ and ¿stent delivery system (sds) - withdrawal difficulty - from vessel¿ were confirmed through analysis of the returned device. The exact cause of the events could not be determined during analysis. Based on the limited information available for review, vessel characteristics (moderate calcification) or procedural factors may have contributed to the event as evidenced by the kink noted during analysis. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; however a risk assessment was opened.